Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thyroidectomy, after creation of window of a small vessel around the thyroid lobe, the clip fired. After the surgeon had opened the handle by releasing the grip, the clip applier would not disengage from the deployed clip. The jaws were difficult to open. Malformed clips were also reported to fell into the cavity of the patient and were able to be retrieved by using graspers. The surgeon would have to pry the clip off the vessel very carefully not to lacerate the vessel. There was no patient injury.